Event description:
Information was received indicating a cadd cassette reservoir malfunctioned and was not delivering the total volume of drug before alarming on the patient. It was reported their infusion nurse called, and was told this is a known issue with the flow-stop feature and they should use the ones without the flow stop. Per reporter attempts were made to replicate the problem on several occasions with a clean pump, cassette, and saline, but the issue could not be reproduced. The reporter indicated it only happened with patient infusions and resulted in the waste of approximately 5ml of 5 fluorouracil for several patients, but most recently 26.9ml of 5 fluorouracil for a patient who was not able to travel back to our town for us to put the remaining medicine in a new cassette. There were no patient injuries to report. No adverse patient effects were reported.

Event description:
Information was received indicating a cadd cassette reservoir malfunctioned and was not delivering the total volume of drug before alarming on the patient. It was reported their infusion nurse called, and was told this is a known issue with the flow-stop feature and they should use the ones without the flow stop. Per reporter attempts were made to replicate the problem on several occasions with a clean pump, cassette, and saline, but the issue could not be reproduced. The reporter indicated it only happened with patient infusions and resulted in the waste of approximately 5ml of 5 fluorouracil for several patients, but most recently 26.9ml of 5 fluorouracil for a patient who was not able to travel back to our town for us to put the remaining medicine in a new cassette. There were no patient injuries to report. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in six cassette products, samples were received in unused conditions inside in its original packaging. Visual inspection results: samples received do not present any damaged, kink, cut that could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Accuracy test: the samples received were tested to look for unusual function. Results: the samples could be connected without problem; samples passed the test. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.